Manufacturer narrative:
(B)(4). In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient reported she is experiencing issues with the stimulator. The ipg site is painful to touch and there is a bump at the site. The patient underwent surgical intervention on (B)(6) 2017 where the entire scs system was explanted which resolved the issue.